Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "down" button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the "down" button was found to be unresponsive. The keypad was removed and the "down" button contact was found to be misaligned. Contamination was observed under all of the button contacts. Unrelated to the event moisture was observed inside the pump, the display was found to be dim and pink, and the vibration motor was found to not be working properly due to water exposure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.